Manufacturer narrative:
Vyaire reference number: (B)(4). At this time, vyaire has not received the suspect device/component from the customer. If additional information is received or a final evaluation is performed, then a supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator alarmed "vent inop" "transducer fault", "motor fault", "low pip" and "low ve". The customer crosschecked with exhalation valve body, exhalation diaphragm, and pneumatic tubing but issue was not solved. The customer replaced internal tuning and cleaned pressure sensor tubing but problem persisted then customer crosschecked with mina printed circuit board assembly (pcba) and problem was resolved. The customer have ordered new main pcba. The customer reported there was no patient involvement associated with the event.